Event description:
Ventilator was removed from ac power in pt's room and taken to the 6th floor recreation room. When reconnected to the ac outlet, immediate malfunction - gave constant alarm, ventilator front panel became 'locked out", ventilator went to "flow" only. Pt removed from ventilator and manually bagged until replacement ventilator was obtained.